Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No suture or ts were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Due to these observations it appears that the trigger was inadvertently advanced during use causing the pre-deployment of t2. Further investigation is not warranted at this time.